Event description:
It was reported that during a biceps tendon fixation surgery the anchor pulled out. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3603-2 serial/batch number (B)(6) was received for investigation. The visual evaluation revealed that the device arrived for evaluation without the anchor. During the evaluation of the inserter shaft, a warp was noted at the distal end. Functional testing does not apply for this device that arrives damaged for evaluation. The most likely cause can be attributed to improper bone preparation or prying/leveraging the device during insertion.